Event description:
It was reported that monopolar electrocautery was used during a procedure on the patient in 2006. After this procedure, the patient reported charging and communication issues between the implant and the external equipment. An advanced bionics rpresentative performed device evaluation. The problem was confirmed. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. Explant surgery has been recommended.